Manufacturer narrative:
The force bipolar instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaw of force bipolar broke while grasping and tying a suture. A fragment fell into patient and was retrieved during the same procedure. The procedure was completed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device evaluation:intuitive surgical, inc. (Isi) received the force bipolar instrument to perform failure analysis. The instrument was analyzed and found to have a broken molded insulator on the jaw. The broken piece measured approximately 9.22mm x 4.74mm in size, confirming that a fragment detached from the instrument and was not returned with the instrument. The grip base for the grip with the cracked molded insulator did not appear to be bent. Additionally, the instrument was found to have a detached intact jaw. The molded insulator is broken, causing the jaw to separate from the grip base. The conductor wire was also broken from the jaw which caused the intact jaw to detach from the instrument. The detached intact jaw was not returned with the instrument. The breakage on the conductor wire was found at the base of the grip tips. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire showed damage.